Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurement greater than 200 ohms in clinic, and shock impedance trends revealed a gradual rise in measurements over time. After the shock vector was reprogrammed rv to can, the shock impedance measurement was 123 ohms and the alert limit was increased to 150 ohms. This rv lead remains in service and will continue to be monitored at this time. The hcp decided against performing defibrillation threshold (dft) testing due to patient condition. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.